Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent in the mid right coronary artery (rca) and a 3.5 x 23 mm xience v stent in the right posterior descending artery (rpda). On (B)(6) 2013, the patient expired from sudden cardiac death. Although requested, additional information was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.